Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Sales rep reported that the male piece of the extension set does not appear to be long enough to fully engage the valve; causing blood to pool in the hub. Checked patency, flushed and the blood will still not clear from the hub. No other information was reported, but has been requested.